Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. The patient was asymptomatic and the noise was not reproducible in clinic. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.